Event description:
It was reported that three days post implant, the lead exhibited loss of ventricular capture in both configurations. The lead was repositioned. However, one day later, loss of ventricular capture was again noted in both configurations. Lead impedance was 296 ohms in the unipolar configuration. An x-ray revealed no movement of the lead. The device was left at the previous settings and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.